Event description:
Note: the date of the event is unknown. On august 19, 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure (patient age and weight unknown). According to the complainant, after the prolieve procedure was completed, "the patient ended up in worse condition than before the procedure." In particular, the patient was not in need of a catheter before the procedure and had to have a catheter afterward. There is no further information available regarding the patient.

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between the device and the cause for this event.